Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported that the dexcom cgm mobile device was at 50mgdl sometime after the sensor was put in the arm. That time while when he checked with finger stick, the patient said it wasn't able to read it as it was too low. The patient was already feeling shaky, nauseated, and about to throw up that time but he was still able to drive to the hospital. He patient can't remember the whole detail of the medical intervention when it happened as it has been a year ago, but he said that when he got to the hospital, they administered him a "mounjaro insulin" shot and some shots through IV which he doesn't remember or know the name. He can't remember exactly when he was able to got out from the hospital as he also mentioned that he has a problem with his blood at the same time and had to go through a surgery and they had removed some ball looking things from his stomach like cysts. The patient was fine during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.